Event description:
It was reported that a small volume folfusor leaked fluid into its housing. This occurred after filling with 92 ml of fluorouracil (non-baxter product) and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured on april 21, 2014 to april 23, 2014. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. One unit was received for evaluation. Upon receipt, visual inspection on the unit (via the naked eye) noted fluid inside the package that contained the unit and also inside the housing of the unit which indicated leakage has occurred. The cause of leak was visually identified to be untightened blue winged luer cap. A functional leak test was performed with no signs of leakage. Even though the leak problem was noted upon unit receipt, the unit met product specification and found to be conforming product because during the functional leak test, leak was not observed when the blue winged luer cap was properly tightened by hand. No additional defects were found during the sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.